Event description:
It was reported that the programmer would no longer power up. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer would not power on. It was also noted that the power cord bay was broken, the right bullet hinge was missing and the right antenna was functionally out of specification.